Event description:
It was reported that low r-wave amplitudes were observed on this right ventricular (rv) defibrillation lead. There was no evidence of undersensing. Review of shock impedance trends showed a gradual rise in measurements from 50 ohms at implant to a recent average of 70 ohms. Technical services (ts) discussed troubleshooting options and programming considerations. The device was programmed to initial polarity, and programming to maximum energy shocks was advised. It was noted that there was approximately 1.5 years remaining on the battery, and the physician may wish to re-evaluate the lead at battery replacement time. Additional information received reported that r-wave amplitude was 10 mv and shock impedance was stable at 69 ohms. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.